Event description:
It was reported that a physician implanted two x-stop devices into a pt at levels l3-4 and l4-l5. The pt requested removal of the devices because they "did not receive relief of symptoms." No additional info was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.